Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 23, pump error 49 or pump error 68 noted. Unit alarmed pump error 75 during self test and power error 25 confirmed in history file, problem isolated to electronic assemblies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had multiple pump error. Customer's blood glucose value was 210 mg/dl at the time of the incident. The customer was assisted with troubleshooting and insulin pump was in storage mode. Customer will return device for analysis.